Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with two unspecified mentor smooth gel breast implants and experienced bilateral anisomastia postoperatively. The patient stated that both of her breasts appeared to be dropping approximately 6 weeks after the implantation surgery. As a result, the patient underwent removal and replacement with two 550cc mentor memorygel breast implant prostheses (catalog #: 3507550bc, left serial #: (B)(4), right serial #: (B)(4)). The implantation, event, and explantation dates were estimated as (B)(6) 2008, (B)(6) 2008, and (B)(6) 2008 respectively based on available information. This report is for the left-sided prosthesis.